Event description:
It was reported that the electrode fell off the face of the wand during use and was retained in the patient. The procedure was successfully completed with a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection under magnification shows the electrodes have been detached with jagged edges on the remaining electrode legs. There is a significant amount of scuff marks present on the spacer. The cable and suction lines have been severed prior to being received for evaluation; therefore, a functional evaluation could not be conducted. There are no manufacturing abnormalities visually observed with the returned wand. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other potential factors which could have contributed to the reported event includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.